Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: post implantation, the patient experienced dyspareunia, abdominal pain, mesh expelling from vagina and infections. (B)(4). Dyspareunia. Mesh exposure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced painful sex, bleeding during sex, blockage in her vagina, abdominal pain, pieces of mesh falling out of her vagina, urinary incontinence, trouble urinating and vaginal infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).